Event description:
A malfunction was reported on a customer's pump, identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump. The customer was instructed on necessary steps including returning the faulty pump, programming the new pump, and connecting their cgm. The customer understood and acknowledged these instructions, and there were no additional training requirements due to the software version on the new pump.